Event description:
Pt alleges having problems including, rashes, lupus erythematosis, rheumatoid disease and other systemic conditions. Pt also alaleges allergic dermatitis. Medical records state pt received implants on 3/11/75.